Event description:
The one touch was missing segments and it was difficult to read the results. Since the patient could not verify the results on the reported meter, they were taken to the hospital. The readings looked to be over "400 mg/dl" on the reported meter. Approximately 5 hours later the reading on an unknown hospital meter was "469 mg/dl". The patient was experiencing symptoms of frequent urination and headaches at the time of the occurrence. Pt was treated with insulin. Medical affairs is reporting this case as a malfunction, due to the fact that the patient was experiencing symptoms prior to testing and that the symptoms matched the reading, and patient did not seek medical attention until 5 hours later. Patient suffered serious injury, but product did not contribute to the injury. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.